Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt316 optiflow junior infant nasal cannula was found to be broken during use. It was further reported that the patient was receiving an increased oxygen flow before the defective device was replaced. There was no further patient consequence reported.